Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient noticed 2 days ago that the device was not working. The patient charged up the recharger and ins and tried turning it back on with the programmer. The patient stated that they left the stimulation at 10, but they did not feel it. The patient was about to call patient services 2 days ago, but when they sat down the intensity went up too high and the patient stated that it felt like it was "about to blow their head off." The patient stated that they lowered it down to 5.10 and since lowering it down they felt like it helped until late the following evening. The patient stated that they tried every position and it feels like it doesn't work again. The patient didn't feel stimulation. The device showed that stimulation was on. The patient was redirected to their healthcare provider (hcp) to address the intermittent relief with therapy and the patient reported not feeling stimulation. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they felt it go off and tried to charge but that didn't work. The patient turned it up and down and it worked for a few days before it quit working completely. The patient called the manufacturer and it was found that some of the electrodes weren't working.